Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Ict module 131217027 was not available for return. The architect c803079 instrument logs verify the issue. The ict reference solution millivolt (mv) data shows the suspect sample has a lingering effect on the sodium membrane. No other complaints against ict 131217027 have been received. A review of complaint tracking and trending for ict module ln 09d28-03 did not identify a product issue or adverse trend. The architect system operations manual and ict sample diluent package insert provide adequate information with regard to troubleshooting the reported issue. The available information indicates the sodium membrane of ict module 131217027 had been exposed to aging and an unknown contaminant which interacts with an interferent/contaminant unique to samples from the patient in question. The issue was resolved by installing a different ict module or testing the samples on a different ict module. A malfunction is not indicated as the ict module performs as intended when not contaminated. Based on the investigation performed, a deficiency is not identified.

Event description:
The customer stated that an architect sodium result of 118 mmol/l was generated for a patient with history of 140 mmol/l results. The sample was retested after replacing the ict module and the result was 140 mmol/l. No adverse impact to patient management was reported.